Event description:
The following info was submitted to the FDA: the customer was in an automobile accident due to low blood glucose levels caused by the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.